Manufacturer narrative:
Product event summary- the lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4512 lead 1986-(B)(6); (B)(4).

Event description:
It was reported that the chronic right ventricular (rv) lead showed high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.